Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was alarming with a notice: draining slowly" message during drain 1 of 2 of treatment. The patient was connected during incident. Fluid was discovered in the pump module area and on the external of the cassette (back) from the pump module. The cassette had no tears or loose film. Fluid was found in the pump module, but the reason was unknown. The patient said nothing looked broken or punctured and could not locate where fluid was coming from. The patient was advised to wipe off fluid and to call back if any alarm occurred or if fluid was seen again. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was alarming with a notice: draining slowly" message during drain 1 of 2 of treatment. The patient was connected during incident. Fluid was discovered in the pump module area and on the external of the cassette (back) from the pump module. The cassette had no tears or loose film. Fluid was found in the pump module, but the reason was unknown. The patient said nothing looked broken or punctured and could not locate where fluid was coming from. The patient was advised to wipe off fluid and to call back if any alarm occurred or if fluid was seen again. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) stated a fluid leak was noted from the cassette area of the cycler during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.